Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round high profile 630cc saline breast prosthesis, cat. #3503630, lot #269912. (B)(4).

Event description:
It was reported (via medwatch) that a patient underwent an unknown procedure with a mentor smooth round high profile 630cc saline breast prosthesis and an unspecified mentor saline breast prosthesis on (B)(6) 2004. The following was reported about the event: "returned to plastic surgeon because of severe pain due to capsular contracture of right implant. Fatigue or chronic fatigue-2006. Cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss)- 2011. Muscle aches, pain, and weakness- 2008. Joint pain and soreness- 2008. Hair loss- 2009. Dry skin, mouth, hair- 2011. Weight gain or weight loss- 2006. Temperature intolerance- 2013. Low libido- 2012. Ringing in the ears- 2012. Heart palpitations- 2007. Shortness of breath- 2007. Metallic taste in the mouth- 2016. Night sweats- 2008. Skin rashes - 2012. Insomnia- 2010. Estrogen/progesterone imbalance or diminishing hormones- 2008. Swollen and tender lymph nodes in the breast area, underarms, throat, neck, or groin - 2012. Tingling or numbness in the arms and legs- 2013. Burning pain around the chest wall or breasts- 2006. Cold and discolored hands and feet- 2016. Foul body odor- 2015. Frequent urination- 2009. Chronic neck and back pain- 2006. Nail changes (cracking, splitting, slow growth, etc) - 2012. Skin freckling, pigmentation changes (darkening or white spots), or an increase in papules (flesh colored raised bumps)-2012. Edema (swelling) around eyes- 2011. Decline in vision or vision disturbances- 2011. Kidney dysfunction- 2006. Gastrointestinal and digestive issues- 2006. Sudden food intolerances and allergies- 2007. Reoccurring sinus, yeast and uti infections- 2009. Throat clearing, cough, difficult swallowing, choking feeling- 2005. Chronic inflammation- 2007. Headaches, dizziness, and migraines- 2006. Mood swings, emotional instability- 2008. Anxiety, panic attacks- 2007. Suicidal thoughts- 2008. Depression- 2008. Hypothyroid symptoms - 2011. Hypoadrenal symptoms- 2011. Symptoms of fibromyalgia- 2008. Autoimmune diagnoses: ulcerative colitis, and crohn's disease- 2006. Hashimoto's thyroiditis- 2015." No product issue was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.